Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad buttons were under responsive and there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: there was visable moisture and condensation on the display, making the display unreadable. The battery compartment was found to be cracked. The pump failed a leak test failed due to the battery compartment crack. Moisture was found on the internal components of the pump and in the battery compartment.